Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a "right oculomotor palsy". The procedure was completed successfully, and the ocular palsy was observed in the recovery room. An MRI was performed, and no sign of thrombus was found. The patient was admitted to the hospital, and it was observed that the ocular issues re-occurred two days later. Another MRI was performed, and no abnormalities were seen. The patient's condition resolved with no medical interventions, and they were discharged two days after their admission. The cause of the palsy was not determined and the pfa procedure could not be ruled out as a cause.